Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a redo procedure due to stenosis following a gastric bypass procedure, it was seen that there were adherences between the small intestine (near the entero-enterotomy where the reinforced reload was used in) and the stomach. The surgeon had to shortened the small intestine and this caused tissue loss and damage. Surgical time was extended more than 30 minutes. Patient hospitalization was extended.